Event description:
The patient first used the device on (B)(6) 2021 and noticed the reaction (B)(6) 2021. The patient discontinued using the device on (B)(6) 2021 and the reaction last 24 hours that required no treatment. The patient has a history of hypertension, breast cancer, diabetes and general anxiety disorder/depression. The current medications: toprol, amiodipine besylate (combined), spironolactone, tamoxophine, metaphorin, effexor, multivitamin, vitamin d, fish oil, magnesium, b complex, zinc, potassium, coconut oil. The patient current status is notes as "recovering/healthy." With regard to the device: the provider rinsed the device with water prior to delivery. The patient cleaned the device with dish soap.

Manufacturer narrative:
Additional information: section a2: this information is updated per the new information received. Section b5: this information is updated per the new information received. Section d9 this information is updated based on the return of the device.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. The patient's date of birth was not provided when asked. The patient's weight is not provided when asked. Race: this information was not provided when asked. Date of event:: this information was not provided when asked. Model#, catalog #, serial #, lot#, expiration date, other #, UDI#: is not applicable with the exception of serial number as the device is manufactured by prescription. Implant date - explant date: is not applicable as the device is manufactured by prescription not implantable.

Event description:
It was reported that the patient had a reaction to the xtra-silent nite. The patient woke up with swollen eyes and cheeks and complaints of pain.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR review: DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Lot# e-pro 3.0-11463 (erkoloc-pro) was manufactured from 10/20/20 and was assigned with 3 years expiration. Hardware lot# slcn22027 was manufactured 08/27/20 and was assigned with 3 years expiration. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. The returned parts included both upper and lower tray in a silent nite case. The results were summarized: roughness - the edge was smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device appeared clear and had no discoloration observed. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. Case was returned in a good condition with label. The returned device was visually inspected, and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. IFU 7322 rev 2.0 (silent nite sleep appliance instructions for use) provides warning in precautions "do not soak the device in mouthwash; denture cleanser, hot water or alcohol; do not wash the device with soap, toothpaste or mouthwash; do not dry the device with a blow dryer; do not store in direct sunlight". Per the reported information, the patient cleaned the device with dawn dish liquid soap. Additionally, the doctor noted the patient has a know allergies to latex and penicillin. Supplier erkodent reviewed the incident details and determined an allergic reaction could not be ruled out. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0) · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.